Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5146933) on 28-oct-2023. The most recent information was received on 17-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("while cleaning after eliminating an essure coil was found on tissue") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2023 she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. No causality assessment was received for essure with regard to embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5146933) on 28-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of embedded device ("while cleaning after eliminating an essure coil was found on tissue") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. On (B)(6) 2023, she was treated with surgery (essure removal) and was diagnosed with embedded device (seriousness criterion intervention required). No causality assessment was received for essure with regard to embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.